Event description:
Failure of blood sugar sensor to remain in arm for 14 days (5 sensors total over 10 days failed to stay on arm). Freestyle libre 3 blood sugar sensors of same lot t60002625 (exp: 2025-05-31) had poor adhesion with "tape" to seal on arm and device came off on own and therefore had no monitoring of sugars. One of the 5 devices never adhered as the preparation of opening (twisting) the sensor had a "faulty" spring or mechanism that had the sensor not stay in the applicator so was not able to be applied to arm. I have this product/applicator that never was able to be installed to my arm. I do have a few of the other sensors after seeing multiple adhesion failures. After multiple years with this device I see adhesion issues where it seems to change, but this time seems too weak to stay. I do not report when once every few months but 5 in a row is quite concerning as I have periods of time I cannot check my blood sugar. The new applicator comes connected to twist off to apply and is very hard to twist off. Seems like too much applied torque needed. . I would use another device if there is one out there due to the difficulty to apply and poor adherence (~3 days when should be 14 days). Reference report#: mw5164790, mw5164791, mw5164792, mw5164794.